Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery because the previous device needed to be exchanged. There were no patient complications reported.